Event description:
It was reported that the device would not complete the boot up cycle and had logged several event codes in the memory. There was no pt use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed a lock up failure. Physio replaced the programmed system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the reported failure to be an ic chip, designator u61.